Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) indicated that device data is required to determine the cause, however device replacement is recommended. This crt-p was subsequently explanted and was not returned. Other then the surgical procedure, no additional adverse patient effects were reported.